Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the cause or the use error was undetermined.. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center and the home patient (hp) stated that they had disconnected the heater bag prior to calling. The tsr advised that the bags cannot be disconnected during therapy. They ended therapy and the hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the patient on (B)(6)-2011. The patient stated the following: the bag was causing an alarm so he wanted to check it so it was disconnected. No patient injury or medical intervention was reported.